Event description:
It was reported that this pacemaker exhibited far field oversensing. Additionally, inappropriate pacemaker mediated tachycardia (pmt) episodes were stored, these episodes were atrial driven. No adverse patient effects were reported. At this time, this device remains in service.